Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. No medical records were provided. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: biomet 360 tibial augment, catalog #: 185224 lot #: 759460. Biomet 360 tibial tray, catalog #: 185204 lot #: 281880. Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was discarded.

Event description:
It was reported that the wrapped screw, used in fixation of the tibial augments, could not be assembled. No adverse events have been reported as a result of the malfunction.